Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer discovered that the bipolar forceps instrument wrist wire was broken. The customer replaced the instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument collided with a monopolar curved scissors (mcs) instrument during the procedure. The conductor wire insulation was not damaged, and no arcing was observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged issue. A video recording of the procedure is not available, but an image of the instrument damage was provided to isi for evaluation.

Manufacturer narrative:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer noted that the bipolar forceps instrument wrist wire was broken. Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument did not release energy. Thermal damaged was observed on the midpoint of the yaw pulley. The root cause is attributed to a component failure. Failure analysis investigations found an additional finding and related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. As a result of the broken conductor wire, the yaw pulley has thermal damage. The root cause is attributed to mishandling/misuse. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a broken bipolar yaw pulley. Material is missing as a result of the breakage. The size of the missing piece is approximately 0.156¿ x 0.082¿. The common cause of the broken bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. This may attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The complaint regarding a broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the procedure log showed the bipolar forceps instrument (part# 420110-12 / lot# n10210301-513) was used on 19-oct-2022 during this partial nephrectomy surgical procedure with system sh1551. The bipolar forceps instrument had 0 uses remaining. An image of the bipolar forceps instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the conductor wire insulation is damaged and there is exposed wire. There doesn¿t appear to be any thermal damage at the grip base but it does look like the conductor wire is broken." The probable root cause of a broken and/or dislodged conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. This complaint is considered a reportable malfunction due to the following conclusion: the instrument was found to have a broken/damaged conductor wire. Additionally, there was evidence of thermal damage at the yaw pulley. The thermal damage findings are evidence of electrical discharge at a location other than intended. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Furthermore, there was evidence of missing material from the instrument bipolar yaw pulley. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer on 28-nov-2022 and obtained additional information regarding the reported event. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.